Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer's blood glucose level was unknown. Customer stated they did press a button down for 3 minutes or longer. The customer was on plane at the time of the alarm. Customer had a new aa battery available. Customer stated they were not able to clear the alarm. The insulin pump will be returned for analysis.